Event description:
It was reported that this lead exhibited high pacing and shock impedance measurements issues resulting in surgical intervention where information reasonably suggests a device malfunction occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed would be updated at that time should pertinent information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high pacing and shock impedance measurements issues resulting in surgical intervention where information reasonably suggests a device malfunction occurred. No additional adverse patient effects were reported.